Event description:
It was reported a screw was inserted and tightened, then the surgeon decided to remove and re-insert the screw to obtain the desired angle. Upon tightening the re-inserted screw, the screw disassembled. The screw shaft was explanted and returned to the manufacturer for evaluation. Patient outcome: no adverse effects were reported as a result of the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2014-00028 & 00029).

Event description:
It was reported that the screw broke during insertion. Subsequently, the screw was explanted.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. There were signs of slight deformation on the tips of both instruments. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive force leading to loss of mechanical integrity and ultimately deformation during usage of the device.